Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. No patient harm, serious injury or adverse event was reported. This report is for the iabp console used in this event. The iab catheter used in this event has been reported separately in medwatch 2248146-2022-00175.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported "fiber optic sensor failure" issue. To fix the issue the fse replaced the fiber optic extender cable and reseated the loose circuit boards. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported "fiber optic sensor failure" issue. To fix the issue the fse replaced the fiber optic extender cable and reseated the loose circuit boards. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.